Event description:
It was reported that remote transmission of episodes revealed non-sustained lead noise due to myopotential oversensing. Programming changes were recommended. The patient was asymptomatic. No further information is available.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.